Manufacturer narrative:
Continuation of d10: product ID neu_unknown_cath, serial# unknown, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal (baclofen) (2000 mcg/ml at 156 mcg/day to 106mcg/day to minimum rate of 12 mcg/day) via an implantable pump. It was reported that patent¿s old pump reached the early replacement indicator on (B)(6) 2025 and end of service on (B)(6) 2025. After being notified of the dead pump on (B)(6) 2025, the physician scheduled a replacement for (B)(6) 2025. A back table prime was performed. However, the 8780 could not disconnect from the old pump. The physician had to cut the 8780 at the collette and replace it with a new 8780 pump segment. He successfully aspirated from both the old and new pump, clearing the catheter and the catheter aspirate port (cap) of the new pump. A cap procedure prime was performed following. The patient returned to his previous programming. There was no dose changes were made: lioresal 2000 mcg/ml 156 mcg/day basal rate with two steps at 3 am and 7am of 10.8mcg lasting 30 min. After the procedure, the patient was showing symptoms of an overdose, weakness in the legs, and very loose. The dose was lowered to 106mcg/day simple continuous. The patient's symptoms did not improve, so on (B)(6) 2025, the physician decided to put the pump into minimum rate to see if symptoms will subside. The dose was reduced to 13 mcg/day. The cause of the symptom was unknown. The issue was not resolved. Healthcare provider (hcp) has no further information for medtronic. Additional information was provided from a company representative (rep) stated that the patient was loose in the legs and could not stand. The pump had been programmed to minimum rate but that was still too much, so they programmed it to temporary stop mode. The issue was not resolved through troubleshooting. 2025-08-10 (B)(6) (rep): additional information was provided from a company representative (rep) stated that the patient was loose in the legs and could not stand. The pump had been programmed to minimum rate but that was still too much, so they programmed it to temporary stop mode. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the physician lowered the dose to simple continuous 106mcg/ day on (B)(6) 2025. When the patient¿s symptoms did not improve, the physician put the pump at a minimum rate on (B)(6) 2025. On (B)(6) 2025, the physician opted to temporarily stop the pump. The md has not reached out with further information regarding this. The catheter was discarded.